Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports they are not able to charge the ins. Recharger shows poor comm/reposition antenna. Caller confirms poor comm with programmer as well. Caller confirms it has been several months since they last charged the ins. Reviewed possible overdischarge. Additional information was received from the patient. The patient reported that the batteries were taking longer to charge up and now it seemed they were dead. The patient tried what the tech told her to do but it didn't seem to work and they didn't hear back. The batteries were still dead. Additional information was received from the patient. The patient reported that they like to keep the battery charged in case they need an MRI. They started to try to recharge and the remote would not communicate. The battery is still not charged. Have not heard back from manufacturing representative (rep). Said battery too old.